Manufacturer narrative:
(B)(4).

Event description:
Doctor reported that the screw (mhlas ) will not disengage from the implant. The doctor was also unsure if fractured or just stripped.

Manufacturer narrative:
The event that was initially submitted on report MFR-0001038806 - 2018 - 00124 on feb 14, 2018 no longer meets the criteria of a malfunction that would cause or contribute to a death or serious injury if it were to recur based on additional information received from the investigation of the device item. So this would no longer be a reportable event and no further submission will be needed for this device malfunction where a death and or serious injury was not reportedly associated with this event. No reported issue for abutment screws.

Event description:
Doctor reported that the (mhlas ) screw fractured in the implant.